Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown - nail head elements: fns anti-rotation / unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review / investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision due to a sustained subtrochanteric fracture below the femoral neck system (fns). Originally, the patient had an implantation in (B)(6) 2019. During revision, the device was replaced with a s&n long originally nail. Procedure outcome and patient status were unknown. This complaint involves four (4) devices. This report is for one (1) unk - nail head elements: fns anti-rotation. This report is 2 of 4 for (B)(4).